Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a broken battery compartment, cracked lens and a missing battery separator. During analysis, main menu diagnostics showed the last error code. No evidence was found in event history log because the customer had cleared the history. The main menu board was replaced as a precaution for the unknown error code conditions. The battery compartment was also replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event was suspected to be possibly due to loss of power from missing battery separators and broken battery compartment.

Event description:
Information was received indicating that, during bench testing, a smiths medical cadd solis vip pump exhibited error code "46446". No patient was involved and no adverse effects were reported.